Event description:
Pt had an abdominal arotic aneurysm greater than 5cm and bilateral common iliac aneurysms. Mild ectasia was present in the right common femoral artery. Access was established on both sides. The main body graft was introduced and deployed in the immediate infrarenal position. However, it dropped down about 5cm during the deployment process. The contralateral limb was deployed with a little bit of a stent overlap. Distally the iliac leg graft was still in the common iliac artery so an additional iliac leg graft was placed sealing the noted distal type I endoleak. In order to add additional reinforcement, an iliac leg extension was also placed. A main body extension was placed at the proximal suprarenal stent in order to extend the graft to the renal arteries, sealing off the proximal type I endoleak. On the ipsilateral side the iliac leg graft was placed and an adequate seal was established. Final angiogram noted no signs of an endoleak. Refer to 1820334-2003-00277 for additional info.